Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. A company sales representative visited the physician during a procedure and observed lack of knowledge of the equipment and incorrect parameters being used. A training was performed for the surgeon and different parameters were recommended. (B)(4).

Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "obstruction problems' (obstruction within device). The surgeon reported experiencing obstruction problems when using the system. The surgeon started using this system one or two months ago. He uses the system once per week. Additional information was received. The medical director indicated the system has been working properly since the last incident.